Event description:
Customer contacted saalt on (B)(6)2023 and said their doctor told them that bearing down to remove their saalt cup caused their uterus to prolapse. Saalt followed up with additional questions regarding the customer's experience including their cup type, more information from the doctor, their removal techniques, and the type of cup they were using. Customer explained that their cup got stuck behind their bladder and they cut their bladder. They said they felt a pop and pain when trying to remove the cup and they felt a bumpy membrane covering the cup which their doctor said was their bladder. They needed help removing the cup and their doctor said that they have a grade 2-3 prolapse. The cause of this incident is being marked as unidentifiable. There is no scientific research that directly addresses whether the use of menstrual cups can cause prolapse. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.